Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a superficial tear in the silastic on the driveline at the site where the silastic meets the metal connector was confirmed based on an onsite evaluation by an abbott clinical specialist. In addition, although the evaluation of the submitted system controller log files confirmed the report of low flow hazard alarms, a specific cause for these events could not be conclusively determined through this evaluation. A direct correlation with heartmate ii lvas, serial number (B)(6), could not be conclusively established. It was reported that a small superficial tear in the silastic on the driveline was observed at the site where the silastic meets the metal close to the controller. No alarms were associated with the event. A clamshell repair was completed in the clinic by the clinical specialist on (B)(6)2020. It was noted that the reported issue was confirmed and all tests passed. It was also reported that the patient visited the emergency room on (B)(6) 2020 with low flow alarms. The submitted log files captured a total of 407 low flow hazard events on (B)(6), associated with the estimated flow intermittently decreasing below the low flow threshold of 2.5 lpm. Estimated flow was captured at values as low as 2.4 lpm. The patient¿s fixed speed was gradually increased from 9400 rpm to 11200 rpm on 29jul2020, and the speed was increased again to 11400 rpm on 30jul2020. The estimated flow values appeared to increase correspondingly with the increase in pump speed, resolving the low flow alarms. Despite these findings, the pump appeared to have functioned as intended above the low speed limit throughout the duration of the submitted data. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 05jul2017. Heartmate ii lvas patient handbook, rev. C, section 4 entitled "living with the heartmate ii" contains a section titled "caring for the driveline". Section 6 entitled "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. Section 4 entitled ¿system monitor¿ explains that pump flow is estimated based on pump power. Section 6 entitled ¿patient care and management¿ outlines the pump parameters and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. Section 7 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. Heartmate ii lvas IFU, rev. C, section 6 entitled "patient care and management" addresses how to care for the driveline. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 5 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a small superficial tear in silastic on driveline where silastic meets metal close to controller was noted by the ventricular assist device coordinator. The patient did not experience any issues or alarms. Clamshell repair was completed in clinic on (B)(6) 2020. Log file analysis showed multiple low flow events on (B)(6). A ramp study was performed on (B)(6) 2020 and additional log file review noted more low flow alarms on (B)(6) 2020. The patient was not symptomatic. The patient came in for hypovolemia due to nausea, vomiting, and diarrhea from chemo therapy.